Event description:
It was reported that the user experienced persistent high blood glucose of 400 mg/dl readings for over 90 minutes on the ilet system after receiving an epidural and within 36 hours of two supply changes. The user was uncertain whether the hyperglycemia was related to the procedure or infusion supplies. Troubleshooting included data review and guidance. Investigation of this case revealed glucose elevations associated with pauses or dosing stops on the pump, and the event was resolved by monitoring without further intervention after the user declined immediate supply replacement and follow-up. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no reported injury, and no hospitalization. It was concluded that the device functioned within specifications and that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.